Manufacturer narrative:
Product complaint # ==> (B)(4). Discussions involving medical safety officers determined that any consequence of the fusion process is due to the altered biomechanics from the fusion, not the instrumentation used to accomplish the fusion. The complaint is not reportable as the adjacent segment disease is not related to the instrumentation used to accomplish fusion. This follow up has been filed to correct the event from being considered a serious injury to not reportable.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mis-tlif surgery was performed to fix l4/5 on unknown date ((B)(6) 2018). After the primary surgery, the surgeon recognized that the patient¿s got adjacent segmental diseases on unknown date. Thus, the extension surgery was performed on (B)(6) 2018 to extend to l3. No further information was provided by the hospital.